Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on an un-specified date. On an unknown date, it was found that the implanted clip detached from one leaflet and remained attached to the other leaflet (slda). The mitral regurgitation increased. An additional procedure is planned for a later date. No additional information was provided.

Manufacturer narrative:
((B)(4). Correction: patient age and gender added. Correction: date of implant updated, therapy date updated. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (calcification of the anulus). The reported adverse event of recurrent mitral regurgitation (mr) was a result of the slda; and the reported dyspnea was likely the secondary effect of the worsened mr. The reported patient effect of worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch, the following information was received: it was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On (B)(6) 2018, the patient presented with shortness of breath. It was found that one clip (80220u177) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. In the physicians opinion, the slda was due to the calcified mitral valve annulus. On (B)(6) 2018, a second procedure was performed for treatment. Two clips were implanted, reducing the mr to 2. No additional information was provided.